Event description:
It was reported through stryker facebook page: "they don't disinfect the robots instruments thus infection of the patient I'm living it."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. H3 other text : device not returned.

Event description:
It was reported through stryker facebook page: "they don't disinfect the robots instruments thus infection of the patient I'm living it".

Manufacturer narrative:
Reported event: it was reported through stryker facebook page: "they don't disinfect the robots instruments thus infection of the patient I'm living it" the event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the lot details were not provided. Complaint history review: could not be performed as the lot details were not provided. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.